Event description:
It was reported that subsequent to the implant of a protegen sling in june 1997, the patient experienced vaginal discharge, infection and abscess. The device was removed in april 2000. The device was not returned for eval.